Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Customer reported bravo ph capsule failed to attached. There was no harm to the patient or user.

Manufacturer narrative:
(B)(4). Evaluation summary: the bravo delivery system was investigated visually for external damage. As the product received, it functioned according to specification. Based on review of the complaint file, including the investigation of the device performance in relationship to the customer's reported experience and monthly device trending, a corrective action is not deemed necessary at this time. Trending and device performance will continue to be monitored.

Event description:
The procedure was repeated to resolve the issue. The user indicates that there was nothing unusual about the patient or the procedure itself that might have led to the event. An endoscopy was performed prior to the procedure and the esophagus appeared normal. The user of the device was an experienced user of many years trained by a company representative. Lubrication was used to facilitate capsule placement.

Manufacturer narrative:
(B)(4).